Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that his ultralink blood glucose meter was reading 170mg/dl, but the paramedic's glucose meter was showing 32mg/dl. No further info was provided.